Event description:
The user facility reported that the adhesive on the tip of the bending section of the subject device had peeled off. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the adhesive at the distal end had peeled off.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is possible that the adhesive was dislodged due to stress applied to the device, handling of the device, or other factors. However, a definitive root cause could not be determined. The device's instructions for use provides the following information regarding inspection of the endoscope: ¿4. Visually check that there are no abnormalities such as cracks, dents, bulges, edges, scratches, peeling of the covering member, protrusion, protrusion, sag, deformation, bending, adhesion of foreign matter, and falling off of parts on the outer surface of the entire length of the insertion part including the curved part and the tip part. 7. Grip near the tip and about 10cm from the tip, push and pull lightly, and check visually and by hand that there is no looseness at the tip and the curved part and at the boundary between the curved part and the soft part. 9. Check that the adhesive at both ends of the covering member at the curved part is free from abnormalities such as scratches, chipping, and cracks.¿ during inspection and testing, service found the following defects: the insertion tube demonstrated wear and was wrinkling at the insertion section. The bending angulation was out of specification due to wear of the angle wire. The light guide bundle was damaged. A leak was observed due to a perforation in the rubber. Several of the device components demonstrated scratches due to wear and use over time. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.